Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an low blood glucose (bg) level of 30 mg/dl. Cause of bg level was not known. Reportedly, customer had a seizure. Customer went to the emergency room and was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline, antibiotics and insulin. Treatment resolved the issue and there was no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
(H6) add codes- 4121, 3221, 67.